Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. Product was not returned for investigation. The data logs confirmed a gradual rise in purge pressure about 12 hours into support with multiple "high purge pressure" and "purge blocked" alarms. Tpa was administered after which the purge pressure stabilized. No product was returned. The root cause of high purge pressure was most likely biomaterial build up. The instructions for use for the impella 5.5 with smartassist in section: using the automated impella controller with the impella catheter states "unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the "purge pressure high" alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen."

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 64-year-old female was escalated from and impella cp to impella 5.5 device for mechanical circulatory support. It was reported that while on impella 5.5 support there were high purge pressures noted. Tissue plasminogen activator was added to the purge. No patient harm was reported.